Event description:
A leak was reported to have occured during the use of flogard IV solution administration set. According to the report, blood was noticed by the nurse to be leaking along the tubing. This observation was made prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.